Event description:
It was reported that the patient received a red call doctor alert on their communicator, and that the communicator would not connect. It was later discovered that the shock lead impedance had high out-of-range measurements of greater than 130 ohms which caused the alert. The device and leads remain in service. No adverse patient effects were reported.